Manufacturer narrative:
Hospital confirmed, the tip came off the shaft of the electrode during cleaning in spd. There was no pt involvement. Engineering analysis found small holes where the tip broke away at the weld sites. The weld itself held and the tube tore away due to fatigue or excessive force.

Event description:
Tip came off suction irrigation electrode in cleaning. Items are cleaned by hand. On (B)(4) the tip fell off but user does not have it to send back.